Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred with no error message, patient movement and no cardioversion was performed. Initially it was reported that there was a map shift during the procedure when a new map, then again when a remap was created. No errors were displayed on the carto® 3 system. The patient did not move. A cardioversion was performed at some time during the procedure. The caller was advised to turn off the location pad magnet before cardioverting. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, with the information available, this map shift issue was assessed as not MDR reportable as this is normal or expected response from the system. There was no system malfunction. Additional information was received on the event on 20-apr-2022. No cardioversion was performed. The pentaray was clearly out of the map when they remapped. This was noticed after ablation when post mapping. The approximate difference in catheter location before and after map shift was 3-4 millimeters out of our map. Per the additional information received stating there was no cardioversion performed, the map shift was reassessed to MDR reportable for a map shift with no error message, no patient movement and no cardioversion. The awareness date for this reportable issue is 20-apr-2022.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 22-jun-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system. Initially it was reported that there was a map shift during the procedure when a new map, then again when a remap was created. No errors were displayed on the carto® 3 system. The patient did not move. A cardioversion was performed at some time during the procedure. There was no patient consequence reported. Additional information was received stating no cardioversion was performed. The issue was investigated. It was found that the initial event description was confirmed as the reported map shift was caused due to patient movement after cardioversion. According to carto 3 instructions for use, (p.n. Ug-5400-0072h, rev. P02): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated.". The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system 29124, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).